Event description:
It has been reported to philips that, system would not boot up. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not boot up. Upon functional testing, the fse found that the rear panel was broken. The fse replaced the pd.assy.rearpanel boxed. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.